Event description:
A 63 year-old male with a medical history of prior coronary artery bypass grafting, with grafts known to be occluded for some time, presented for an outpatient left heart catheterization. A percutaneous coronary intervention of the left main coronary artery and the circumflex coronary artery was performed. During the procedure, the patient decompensated, developed ventricular fibrillation, and required multiple rounds of cardiopulmonary resuscitation. The clinical team elected to implant an impella cp device for hemodynamic support in the setting of cardiogenic shock. The pump was successfully implanted. Return of spontaneous circulation was achieved, and the coronary intervention was completed. The patient was transferred to the intensive care unit. In the intensive care unit, hematuria was observed, and the impella device was repositioned appropriately. The patient received intravenous albumin. Hematuria was likely caused by the malpositioning of the pump. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D3 (manufacturer fax) and g2 (is report source company rep) were added as they were inadvertently omitted from the initial report. Ppae( hematuria) : the cause of the injury was not determined due to insufficient clinical details.